Event description:
Started using invisalign on (B)(6) 2016 by (B)(6), I was having severe dry/cotton mouth and at my orthodontist appointment that day he told me to "drink more water." By (B)(6), my symptoms had turned into burning tongue, gums, lips, no taste, a sore throat and congested cough. I then went to urgent care thinking something was really wrong with me. After having lab work drawn, the doctor determined it was an allergic reaction to the invisalign trays. I called my orthodontist and he told me to stop the trays and that he would 'check into it because he had never heard of side effects before.' As soon as stopped using the trays, my symptoms started to go away slowly. On (B)(6), my lips were still burning and I remembered I still had the permanent tabs on my teeth. I then called the emergency orthodontist line and had the tabs removed. The dr. Recommended taking benadryl to help with the symptoms. Again, this orthodontist said he had "never heard of side effects before." I looked up on line and saw other people complaining of the same type of symptoms. I still have residual symptoms, but they are slowly getting better. I just think the MFR should put warnings on the product so consumers can watch for side effects starting and discontinue use before the symptoms get worse and cause serious health problems. I feel like my body was slowly being poisoned, because I still have the lingering congested cough with tingling tongue and lips. The orthodontist talked to the invisalign company and they tried to blame it on the soaking solution the product was made in and that I probably don't rise them or brush them good enough. I rinsed them before and after use, and also brushed them daily with toothpaste. So it wasn't that.